Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient would have to have surgery to replace her implant. It was noted the ins had been depleted for about two months, as of (B)(6) 2014. In the meantime, the healthcare professional and manufacturer representative wanted to see if the patient could reboot the implantable neurostimulator (ins), and the manufacturer representative explained to the patient how to do that. If the patient could get the ins to reboot, she would have to charge it and then get a hold of the manufacturer representative. The ins was last recharged 2.5 months prior to (B)(6) 2014, and stimulation was last felt 2.5 months prior to (B)(6) 2014. It was further reported that the patient had stopped using stimulation due to equipment issues: the patient was told she had a bad charger and cord, the implantable neurostimulator recharger (insr) was not charging, and there was a bent/loose connector pin on the desktop charger (dtc). The bent/loose connector pin appeared to have occurred through product use. It was noted the green light would come when the patient plugged in the dtc. No patient harm was reported. The patient¿s indications for use included radicular pain syndrome(radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.